Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, placement difficulty occurred. It was also reported cardiac tissue adherence to the tip of the ipgl so the lead tip could not extend normally. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.